Manufacturer narrative:
(B)(4). Date sent: 9/1/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did any member of staff note any anomalies during device connection / room set-up? There were no noteworthy comments from the staff on this matter. Can an image of the gen11 set-up in relation to other or equipment be provided? No image at this time. What is the gen11 serial number? No serial # obtained. Please confirm all error codes and the sequence they occurred. Hp open fault (code 0x0052) was only relevant error code. Does not recall any other error codes. Can a generator log be provided? Sales rep to follow up. Was the device successfully used at any point in the procedure? No. The first har1136 opened for the procedure presumably received the hp open fault (code 0x0052) immediately after start-up, and therefore, a non-functional device. The surgical staff opened a second har1136 and received the same issue. At this point the sales rep on call arrived to or. The rep was directed to the two (2) har1136 devices and the gen11. On first try for both devices, the rep was able to successfully pass start-up without receiving the error code. At this point, however, the surgeon made the call to move forward in attempting the laparoscopic procedure with a bi-polar (voyant) device. How long into procedure did the surgeon begin experiencing issues with device? By the time they plugged it in. Is there any possibility the device was activated on or near another object such as uterine manipulator no. Does not believe it even made it into the patient. What is the status of the returning devices? Sales rep is unaware of the current status. What is the current status of the patient? Successful procedure. No patient concerns at the moment. Physician was pleased with the outcome. Physician was a harmonic specialist who had difficulty attempting the procedure via bi-polar. For this reason, they converted to a vaginal hysterectomy. A procedure the surgeon performs on a regular basis. The surgeon in fact performs half of his hysterectomy procedures as a vaginal hysterectomy and half as a laparoscopic hysterectomy. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a total laparoscopic hysterectomy convert to vaginal hysterectomy procedure that the generator was giving the ¿replace instrument¿ error. The device did pass the initial test. Surgeon converted procedure from laparoscopic to vaginal to complete the procedure. The procedure converted because they only have one gen11 and after having harmonic 1100 failures, they assumed it might be generator related. The physician felt more comfortable converting to a vaginal approach than a laparoscopic approach without advanced energy.